Event description:
Related manufacturer reference number: (B)(4). Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted and replaced. Additionally, during the revision procedure, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The ra lead capped and replaced to resolved the event. The patient is in stable condition with no adverse consequences.